Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation of the reader will be required. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer¿s mother reported customer received a higher reading from her/his adc freestyle libre sensor. Caller further reported that on (B)(6) 2019 a sensor scan result of 84 mg/dl was compared to a built-in meter result of 45 mg/dl. At the time when the readings were obtained, the customer was experiencing ¿sweating, apathy and hunger¿. Caller treated customer with a glucagon injection. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s mother reported customer received a higher reading from her/his adc freestyle libre sensor. Caller further reported that on (B)(6) 2019 a sensor scan result of 84 mg/dl was compared to a built-in meter result of 45 mg/dl. At the time when the readings were obtained, the customer was experiencing ¿sweating, apathy and hunger¿. Caller treated customer with a glucagon injection. No additional treatment was reported. There was no report of death or permanent injury associated with this event.